Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that sp set leaked. This was discovered during use. The following information was provided by the initial reporter: endoxan leaked from the connection of c35j. It leaked immediately after giving to the patient. No info hcp dropped it during transportation.

Event description:
It was reported that sp set leaked. This was discovered during use. The following information was provided by the initial reporter: endoxan leaked from the connection of c35j. It leaked immediately after giving to the patient. No info hcp dropped it during transportation.

Manufacturer narrative:
H.6. Investigation: the actual product was received and evaluated. Liquid leakage was observed at the connection between the c35 and female luer connector. No abnormalities such as damage were found in the c35 and female luer connector. It is estimated that this phenomenon was caused by liquid leakage due to a gap created at the connection part due to the fact that the c35 was stuck by a specific worker with insufficient tightening during assembly in the manufacturing process. From the sterilization on (B)(6) 2018, we introduced a special jig when tightening c35 and changed the process so that it can always be tightened with an appropriate constant force. DHR could not be performed due to unknown lot#.